Manufacturer narrative:
(B)(4). The customer discontinued use of the homechoice and returned the device to the (B)(4). The device was received operational and in good condition. The device failed the homechoice rite (return instrument test / evaluation) electrical ground bond test. A ground integrity check was performed. A poor connection was found at the power entry module. The cause for rite test failure - ground bond was determined to be a poor ground connection at the power entry module. The device's service history record was reviewed and no issues were identified that may have contributed to the rite failure. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During evaluation of a returned homechoice (hc) device, the product analysis laboratory determined the hc machine system failed the returned instrument test/evaluation testing due to the ground bond test indicating a high resistance value between the hc and the ground bond on the power supply. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.